Event description:
Information received indicates the right intermediate siderail would not latch in the upright position.

Manufacturer narrative:
The technician found the latch assembly cover was missing and a glue like (very strong) liquid was spilled on the siderail including the latch assembly. The technician removed the latch assembly, cleaned with adhesive remover, and then re-assembled it. He also replaced the missing siderail latch assembly to repair the bed.